Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please confirm the lot number that applies to this record. Does pj5401 correspond to another complaint? --no. If so, please provide the complaint details for the event occurring with this lot number. --after confirmed with the sales rep, the complaint device was a stratafix suture indeed, please analyze the product which you received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number for the stratafix suture used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/28/2020. Additional information was requested, and the following was obtained: what is the lot number for the stratafix suture used? --after confirmed with the sales rep, the complaint device was a stratafix suture indeed, but the lot number information could not be obtained now, this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/24/2020. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: it was received for analysis a used needle-suture of product code sxpp1a405. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please confirm the lot number that applies to this record. Does (B)(4) correspond to another complaint? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2020 and the barbed suture was used. During surgery, the fixation feature was found detached. A like device was used to complete the surgery. There were no adverse patient consequences reported.